Event description:
Caller states the patient tested 6.6 inr on the coaguchek system and 4.7 inr on a comparison lab. No action taken on device result. No adverse event reported. Requested return of suspect system and replacement was sent.